Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 460 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer stated that their insulin pump was submerged in water for five minutes. The customer was assisted with troubleshooting the issue and found a no delivery alarm. The customer's insulin pump passed the test function, but the customer insisted on having their insulin pump replaced. A replacement insulin pump was sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.